Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of incision eroded, patient made mistake/touch contamination, and peritonitis in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On unreported dates in 2011, the patient experienced incision erosion which resulted in an exposed catheter and the patient made a mistake/touch contamination. Treatment and outcome were not reported. On (B)(6) 2011, the patient was diagnosed with and hospitalized for peritonitis. Treatment was not reported and on an unreported date in (B)(6) 2011, the patient had recovered from the peritonitis. On (B)(6) 2011, the patient was discharged. Dianeal therapy was ongoing. The nurse stated the peritonitis was not related to dianeal therapy and did not comment on the incision eroded or patient made mistake/touch contamination.

Manufacturer narrative:
(B)(4). The nurse clarified that the patient was hospitalized on (B)(4) 2011. On (B)(4) 2011, a peritoneal effluent culture was performed, which revealed pseudomonas. On an unreported date during hospitalization, a catheter revision was performed. On (B)(4) 2011, the patient was discharged from the hospital. On (B)(4) 2011, a peritoneal effluent culture was performed, which was negative for growth. On an unreported date, the patient was retrained on pd therapy and aseptic technique. The nurse reported that the events were unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers h10k29039, h11b07024 and h11d12038 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.